Event description:
It was reported that during a laparoscopic nephrectomy procedure that the blade broke and fell into the patient. The blade was removed. A new instrument was used to complete the procedure. There was no patient consequence.